Event description:
The fse explanted that the system locked up during a case. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system calibration and configuration data was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.